Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low unipolar pacing impedance on the atrial lead. Intermittent atrial undersensing was also seen on a current electrogram. It was noted by the physician that this is a known chronic issue for the patient. The lead remains in use. No patient complications have been reported as a result of this event.